Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. It was noted that imaging was difficult. After positioning the clip with a good trajectory in the right atrium (ra), the physician went through the tricuspid valve. While positioning, the clip became entangled with the chordae. The physician inverted the clip but it was impossible to retract. After troubleshooting, they were able to retract the clip into ra. Unfortunately, it was observed there was a flail on septal leaflet at the anterior part of the valve. Despite this, the tr was not worse than before. The clip was repositioned and the physician was able to grasp the both leaflets and also the flail. The clip was deployed and was stable on both leaflets. A second clip was prepared and deployed, reducing tr to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to remove associated with clip caught on chordae appears to be related to the user technique of positioning the device (small clocking movements). The reported poor image resolution was due to shadows and artefacts caused by patient anatomy. The reported tissue injury appears to be due to the being caught on the chordae (difficult to remove). Tissue injury is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported unexpected medical intervention was a result of case specific circumstance the clip was repositioned to capture the leaflets along with the flail. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. It was noted that imaging was difficult. After positioning the clip with a good trajectory in the right atrium (ra), the physician went through the tricuspid valve. While positioning, the clip became entangled with the chordae. The physician inverted the clip but it was impossible to retract. After troubleshooting, they were able to retract the clip into ra. Unfortunately, it was observed there was a flail on septal leaflet at the anterior part of the valve. Despite this, the tr was not worse than before. The clip was repositioned and the physician was able to grasp the both leaflets and also the flail. The clip was deployed and was stable on both leaflets. A second clip was prepared and deployed, reducing tr to grade 1.